Manufacturer narrative:
The insulin pump was received with constant pump error 23, 49, 68 and 75 alarms after battery installation due to corroded battery tube connector. Corroded electronic assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms after self-test. Customer's blood glucose level was unknown. Customer reported that insulin pump shut down, needed to reboot and battery dead. Customer stated they changed the battery but insulin pump restarted 4 times. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.